Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly the customer was using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off-label per the user guide. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.